Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent indicated via phone call that the pump cannot exit the fill tubing sequence. The customer's blood glucose level was unknown at the time of incident. Troubleshooting advised the customer to hold down the act button until they receive the 2nd series of beeps and numbers appear on the display. Customer indicated that they did this but it does not work. Customer indicated that they do not have the pum with them and will call back to further troubleshoot. No further details given. .